Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.